Manufacturer narrative:
No lot numbers provided to investigate device history record or to trend for lot related issues. X-rays specified in complaint showing pro-dense were not provided. Per package insert, "the pro-dens bone graft substitute injectable paste is contraindicated where the device is intended as structural support in load-bearing bone and in articulating surfaces". This is also addressed in the surgical technique "care should be taken to avoid injection into the joint space". Per package insert, "possible adverse effects include, but are not limited to: wound complications including hematoma, site drainage, bone fracture, infection, and other complications that are possible with any surgery." Complaint review shows no similar complaints of contraindicated usage. Investigation is not complete. This report will be updated when the investigation is complete.

Event description:
.